Event description:
A malfunction was reported on a customer's pump, identified by the malfunction code malf 1, with no notable events occurring before the incident. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump; however, the issue recurred, prompting the decision to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy method.